Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing a steady alert tone coming from the device. The patient had "concerns" about the implantable cardioverter defibrillator (ICD). Follow up with the physician's office indicated that the patient was cleaning their refrigerator at the time of the alert. The ICD remains in use. No patient complications have been reported as a result of this event.